Manufacturer narrative:
(B)(6). Date of event: event date was approximated to implant date. Device is a combination product.

Event description:
(B)(4) clinical trail. (B)(6) 2018 - the patient underwent an index treatment procedure on a target lesion in the left proximal and mid superficial femoral artery (sfa). The lesion had a reference vessel diameter of 6 mm, proximally and distally, 200 mm in length and 99% stenosis. Pre-dilatation was performed using two balloons and a 7x120 mm study stent was implanted. Post-dilatation was performed using a balloon and residual stenosis was noted to be 0%. No thrombus was seen in the treated vessel at the end of the procedure. It was noted recoil occurred post procedure and stent angioplasty was performed.

Manufacturer narrative:
Date of birth: (B)(6). Patient ID: (B)(6). Date of event: event date was approximated to implant date. Device is a combination product. Updated: describe event or problem; model number, lot number, catalog number, expiration date, unique identifier number; device manufacture date; patient code.

Event description:
Regal clinical trail. In (B)(6) 2018: the patient underwent an index treatment procedure on a target lesion in the left proximal and mid superficial femoral artery (sfa). The lesion had a reference vessel diameter of 6 mm, proximally and distally, 200 mm in length and 99% stenosis. Pre-dilatation was performed using two balloons and a 7x120 mm study stent was implanted. Post-dilatation was performed using a balloon and residual stenosis was noted to be 0%. No thrombus was seen in the treated vessel at the end of the procedure. It was noted recoil occurred post procedure and stent angioplasty was performed. It was further reported that on (B)(6) 2018, the patient had in-stent stenosis in the study stent post procedure. Stent angioplasty was performed. The event was considered resolved on (B)(6) 2018.